Event description:
Via edgepark: product is defective on (B)(6) 2019: writer left the end user a voicemail acknowledging receipt of the complaint, and nature of acknowledgment call. Will continue other attempts until contact made or due diligence completed. Dludwig. 30jul2019: final follow up to obtain event details. Dludwig. On (B)(6) 2019: (B)(6) called back stating that there was leakage at the access tip while draining with a "slit" or cut out on the access tip. Access tip removed and new used to complete drainage. No patient injury noted. She will be emailing photos of the defect. Dludwig. On (B)(6) 2019: 2 photos received and attached to record. Dludwig. 07aug2019: additional information received via medwatch: I use a carefusion 50-7510 pleurx drainage system to remove fluid from my mesothelioma-infected right lung. On (B)(6), we had just inserted the pleurx vacuum bottle access tip into my chest catheter when the connection between the catheter and the pleurx bottle (the "access tip") began to leak. We quickly disconnected the bottle and connected a fresh one. That stopped the leak. Inspection of the failed access tip revealed a probable mfg defect. The small tube that gets inserted into my chest catheter had oblong opening in the tube. That defect permitted my pleural fluid to leak out onto my clothing and air to enter the catheter/vacuum bottle tubing. I am concerned that I might have been at risk from an embolism caused by the pleurx device. I am attaching pictures of both defective "access tip" and the pleurx 50-7510 drainage kit (lot: 0001274435) so that this scary event may be properly investigated. Air leak - pleural catheter.

Manufacturer narrative:
(B)(4), follow up emdr submission for device evaluation. Two photos were provided for evaluation. During visual evaluation of one photo, it was observed that the access tip (one piece) was defective. There was a deformity in the inferior part. Therefore, failure mode could be confirmed. The second photo shows the unit packaging. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. A probable root cause cannot be determined for this investigation, since during the analysis performed to all elements relevant to the once piece ¿access tip¿ . It was not possible to demonstrate with certitude that any of those elements is the root cause of the problem. It is considered an isolated case and awareness of this defect was provided to the manufacturing personnel. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Via edgepark: product is defective. On 29jul2019: writer left the end user a voicemail acknowledging receipt of the complaint, and nature of acknowledgment call. Will continue other attempts until contact made or due diligence completed. (B)(4). On 30jul2019: final follow up to obtain event details. (B)(4). On 31july2019: (B)(6) called back stating that there was leakage at the access tip while draining with a "slit" or cut out on the access tip. Access tip removed and new used to complete drainage. No patient injury noted. She will be emailing photos of the defect. (B)(4). On 01aug2019: 2 photos received and attached to record. (B)(4). On 07aug2019: additional information received via medwatch: I use a carefusion 50-7510 pleurx drainage system to remove fluid from my mesothelioma-infected right lung. On (B)(6). We had just inserted the pleurx vacuum bottle access tip into my chest catheter when the connection between the catheter and the pleurx bottle (the "access tip") began to leak. We quickly disconnected the bottle and connected a fresh one. That stopped the leak. Inspection of the failed access tip revealed a probable mfg defect. The small tube that gets inserted into my chest catheter had oblong opening in the tube. That defect permitted my pleural fluid to leak out onto my clothing and air to enter the catheter/vacuum bottle tubing. I am concerned that I might have been at risk from an embolism caused by the pleurx device. I am attaching pictures of both defective "access tip" and the pleurx 50-7510 drainage kit (lot 0001274435) so that this scary event may be properly investigated. Air leak - pleural catheter.